Event description:
It was reported that a user paused their ilet pump for approximately 45 minutes to shower, performed a supply change, then announced a meal and subsequently received a high glucose alert; review of available reports showed post-meal hyperglycemia with an emerging downward trend, and blood glucose questionnaires were obtained with a planned follow-up call to confirm resolution. Symptoms included elevated blood glucose. Outcomes included no hospitalization and ongoing monitoring with user education and troubleshooting completed. Investigation included review of device use history and user-reported data. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear after assessment of pump pause, infusion set change, and mealtime dosing. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.